Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing deficiency was not identified. Prosthetic endocarditis of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days postimplantation) endocarditis. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. This event was not attribute to the device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards received information from the implant patient registry that a patient expired 2 months after receiving a 23mm bio prosthetic aortic valve due to prosthetic valve endocarditis, acute kidney injury, intracranial septic embolism and staphylococcus aureus bacteremia. Through medical records, the patient was in ICU rehabilitation recovering from aortic valve replacement and presented with fevers, sob, myalgias and altered mental status/agitation. On admission, blood cultures revealed (B)(6). Patient was given antibiotics. Three days later blood cultures were cleared. The next day, a MRI brain showed multiple foci of cerebral emboli. Eight days later patient had a tee that showed endocarditis of the prosthetic valve, but was non-diagnostic. Cardiac surgery evaluated the patient and due to the absence of aortic insufficiency or abscess, it was recommended continued antibiotic therapy without surgical intervention. Three days later the patient exhibited worsening renal function and signs of seizure-like activity. A day later, tee was repeated and it showed an aortic vegetation with an area concerning for possible abscess. An MRI/mra revealed a large mca infarct secondary to occlusion of the left m1 segment at its origin with generalized associated local mass effect but no midline shift or evidence of downward herniation. Evolution of several previously seen areas of cerebral infarct were seen and there was evidence of hemoglobin degradation products throughout the supra & infratentorial brain compatible with septic emboli cerebral microhemorrhages. Patient continued to be in respiratory failure with sepsis and multiorgan involvement. Given her low chance of meaningful recovery and return to functional baseline, patient was made comfort measures. Patient was terminally extubated and transferred to hospital medicine. Patient expired.